Manufacturer narrative:
Continuation of concomitant medical product(s): product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen with concentration 500 mcg/ml at a flex dose rate of 106.3 mcg/day and morphine with concentration 5 mg/ml at a flex dose rate of 1.063 mg/day via an implantable pump for intractable spasticity. It was reported that the patient¿s pump was replaced on (B)(6) 2018 due to normal battery depletion. It was indicated that during and after the pump replacement, there was good flow and the catheter was confirmed patent despite the physician suspecting a possible break / catheter issue on (B)(6) 2018. Extra diagnostics were indicated as having been done which included pictures, catheter dye study, and having aspirated again through the catheter access port (cap) after closing, and a priming bolus of 0.2 ml was performed. The physician confirmed patency, and everything was fine at that time with all the same settings. The hcp had taken the existing drug from the old pump and put it in the new pump. The patient however presented to the emergency department with increased spasticity / withdrawal on (B)(6) 2018. The date of the symptoms/withdrawal was further described as having occurred in (B)(6) 2018. The date (B)(6) 2018 is considered an approximate date of event (month and year known only). The patient was admitted, and oral baclofen was administered. The programming was also confirmed as having been correct on (B)(6) 2018 and no adjustments were made. The patient was released from the hospital with prn oral baclofen. No further patient complications have been reported as a result of this event.